Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was screeching. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor screeching) has been confirmed. As received, the monitor would not power on. During servicing, the flash memory test failed to load. The cause of the inability to power on is a flash memory failure. The cause of the flash memory failure has been isolated to flash components (u100, u101, u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the monitor. The last pt to use this monitor did not report any deficiencies.